Manufacturer narrative:
Concomitant medical products: adsr01 ipg implanted: (B)(6) 2015; 3708660 neuro extension implanted: (B)(6) 2016; 3708660 neuro extension implanted: (B)(6) 2016; 37601 dbs ipg implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing leading to pacing during atrial high rate episode. The ra lead remains in use. No patient complications have been reported as a result of this event.